Event description:
It was reported that a patient with a 21mm 11500a valve in the aortic position, has been placed under evaluation for a valve-in-valve procedure after an implant duration of two (2) years and ten (10) months due to stenosis. The patient presented with chest pain, syncope, and doe. The tavr procedure has not been scheduled.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (type of investigation). H11: corrected data: e1, e3.

Event description:
It was reported that a patient with a 21mm 11500a valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of three (3) years due to stenosis. The patient presented with chest pain, syncope, and doe. The tavr was performed with a non-edwards' device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: b2, h6 (impact code).

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve has been placed under consideration for a valve-in-valve after an implant duration of 2 years, 10 months due to stenosis. The patient presented with chest pain, syncope, and doe. The tavr procedure has not yet been scheduled.

Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed, including hyperlipidemia and coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2. H11: corrected data: e1 (contact), e3, h6 (clinical code, investigation conclusions), h11 (manufacturer narrative) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including coronary artery disease and hyperlipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported and learned through medical records that a patient with a 21mm 11500a valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of three (3) years due to stenosis. The patient presented with heart failure nyha iii-IV, chest pain, syncope, and dyspnea on exertion. The tavr was performed with a non-edwards' device. Per medical records, the patient tolerated the procedure well and was transported to the pacu for observation. The patient discharged on pod#1.